Event description:
At about 9 years and 4 months after primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06-mar-2025. Lot 145422: (B)(4) items manufactured and released on 09-oct-2014. Expiration date: 31-aug-2019. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.